Event description:
Event verbatim [preferred term] burn second degree in neck vertebra area [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer via switchboard. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) expiration date: 2019, from an unspecified date at an unspecified frequency for neck complaints. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn second degree in neck vertebra area on (B)(6) 2018. The patient will send photos, the used heatwrap and the package. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn second degree in neck vertebra area/burn second degree in the cervical spine area [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer via switchboard. A 53-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number not available, expiration date: 2019, from an unspecified date at an unspecified frequency for neck complaints. The patient medical history was not reported. The patient's concomitant medications were not reported. On 07dec2018 patient had properly used the thermacare heatwrap. The patient experienced burn second degree in neck vertebra area on 07dec2018. The patient will send the used heatwrap and the package. The enclosed pictures showed patient suffering from burn second degree in the cervical spine area. During use, patient had neither an increased feeling of warmth, or other abnormalities and the heat cell was neither leaky nor damaged. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14dec2018): new information received from the contactable consumer included: event details. Company clinical evaluation comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] first degree burn in the right side and a second degree burn (with blister formation) on the left side of the cervical spine [burns second degree] , first degree burn in the right side and a second degree burn (with blister formation) on the left side of the cervical spine [burns first degree] , did read the package leaflet prior to administration/ nor check her skin during the 6h it was applied [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer via switchboard. A 53-year-old female patient, not pregnant, started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number paa058501, expiration date: 2019, on (B)(6) 2018 at an unspecified frequency for neck complaints. Medical history included menopausal. There were no concomitant medications. The patient had already used thermacare heatwrap and other heat generating products against pain in the past without experiencing any problems. On 07dec2018 patient had properly used the thermacare heatwrap. The patient experienced a first degree burn in the right side and a second degree burn (with blister formation) on the left side of the cervical spine on (B)(6) 2018. She was not hospitalized due to the event burn second degree but received treatment. She consulted an assistant physician at the hospital she works at. The physician reported that the patient presented to him on (B)(6) 2018 and had experienced a first degree burn in the right side and a second degree burn (with blister formation) on the left side of the cervical spine. Pictures showed burn second degree in the cervical spine area. The physician stated that the patient reported these injuries had been caused by thermacare. Treatment suggestion included local cooling and use of a burn ointment. She is not currently under medical treatment. During use, patient had neither an increased feeling of warmth, or other abnormalities and the heat cell was neither leaky nor damaged. Her skin tone is intermediate (not light and not dark) and she does not have sensitive skin or any skin disorders. She used the thermacare neck/shoulder/wrist heatwrap with the red packaging for cervical spine complaints for 6 hours on (B)(6) 2018. She did not use all units in the package. She applied thermacare directly on her skin, did not exercise nor check her skin during the 6h it was applied. She did read the package leaflet prior to administration and did not use any concomitant drugs. Per the product quality group's investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events first degree burn and burn second degree was not resolved. The outcome of the remaining event was unknown. The patient will send the used heatwrap and the package. Additional information has been requested and will be provided as it becomes available. Follow-up (14dec2018): new information received from the contactable consumer included: event details. Follow-up (09jan2019): new information received from the contactable consumer includes: weight, height, medical history, past drug, device lot number, start date, stop date, action taken, none concomitant medications, updated event outcome, added new event "not check her skin during the 6h it was applied". The patient was not hospitalized due to the event burn second degree but received treatment. Follow-up (24jan2019): new information from a contactable physician includes: event data (first degree burn added). Follow-up (25jan2019): new information received from pcom includes investigation results: follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events burns second degree, burns first degree and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burns second degree, burns first degree and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Burn second degree in neck vertebra area/burn second degree in the cervical spine area [burns second degree], did read the package leaflet prior to administration/ nor check her skin during the 6h it was applied [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer via switchboard. A 53-year-old female patient, not pregnant, started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number: paa058501, expiration date: 2019, on (B)(6)2018 at an unspecified frequency for neck complaints. The patient medical history included menopausal. There were none concomitant medications. The patient had already used thermacare heatwrap and other heat generating products against pain in the past without experiencing any problems. On (B)(6) 2018 patient had properly used the thermacare heatwrap. The patient experienced burn second degree in neck vertebra area on (B)(6) 2018. The patient will send the used heatwrap and the package. The enclosed pictures showed patient suffering from burn second degree in the cervical spine area. During use, patient had neither an increased feeling of warmth, or other abnormalities and the heat cell was neither leaky nor damaged. She was not hospitalized due to the event burn second degree but received treatment. She consulted an assistant physician at the hospital she works at. She received a suggestion to cool the area and apply burn ointment. She is not currently under medical treatment. Her skin tone is intermediate (not light and not dark) and she does not have sensitive skin or any skin disorders. She used the thermacare neck/shoulder/wrist heatwrap with the red packaging for cervical spine complaints for 6 hours on (B)(6) 2018. She did not use all units in the package. She applied thermacare directly on her skin, did not exercise nor check her skin during the 6h it was applied. She did read the package leaflet prior to administration and did not use any concomitant drugs. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event burn second degree was not resolved. The outcome of other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14dec2018): new information received from the contactable consumer included: event details. Follow-up (09jan2019): new information received from the contactable consumer includes: weight, height, medical history, past drug, device lot number, start date, stop date, action taken, none concomitant medications, updated event outcome, added new event "not check her skin during the 6h it was applied". The patient was not hospitalized due to the event burn second degree but received treatment. Company clinical evaluation comment: based on the information provided, the event burns second degree and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.